Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured causing the patient to pass out and fracture the patient's cervical spine c2. The lead was capped and replaced. No further patient complications have been reported as a result of this event.